Event description:
It was reported that during implant attempt, the lead could not be fixed "well" to the heart. The lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) during analysis of the returned device no anomalies were found. Visual analysis noted that there is blood/body fluid in/on the helix/lobe mechanism. While turning the is-1 pin, torque transfers to the helix without difficulty. The helix is bent out of specification. Damaged at implant.